Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure on unknown date and the reservoir was connected to a drain. During the procedure, the reservoir was expanded arbitrarily even though the reservoir was not unlocked. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.